Event description:
Post-operative amplatzer amulet left atrial appendage occluder device migration and embolization resulting in the lodgement of the device lobe in the aortic valve and the disc in the left ventricular outflow tract. A 22mm amulet device was deployed after intra-operative echocardiographic and fluoroscopic measurements were obtained and the limbus of the left atrial appendage was identified. A thirty second tug test was then performed and showed the device to be securely in place and stable. Approximately two hours post-operatively, the patient was noted to be hypotensive and diaphoretic. A stat echocardiogram was performed at bedside and showed the amulet device to be embolized with the lobe lodged in the aortic valve and the disc in the left ventricular outflow tract. The patient decompensated hemodynamically requiring cardiopulmonary resuscitation and was taken emergently to the cardiac cath lab. Return of spontaneous circulation was unable to be achieved and the patient expired.